Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 300-580 mg/dl. Customer and healthcare provider alleged the pump was not functioning properly. Insulin delivery was irregular and that the pump was displaying boluses that were not requested by the user. A pump system check was performed with tandem technical support; no device issues were identified. Cts reviewed pump data which showed the pump being unlocked and bg/carbohydrate information was entered. Pump correctly calculated the bolus based on the information that was entered. Contact disagreed with the data. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.